Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass. Blank display could not be confirmed and no functional testing could be performed due to the cracked and bleeding display glass. The insulin pump was received with a scratched display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via telephone call that the insulin pump had been off for about twenty minutes even after attempting to change the battery multiple times. The display was still blank despite a rest and changing the battery cap. The blood glucose reading was 198 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The insulin pump had not been dropped, bumped or exposed to moisture. The battery cap contacts were cleaned and a new battery inserted and the display did not return. After resting for two hours, the insulin pump still had a blank display. The blood glucose reading at this time was 345 mg/dl and the customer was treated with a manual injection. The customer's father was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and returned.